Event description:
Physician reports patient was scheduled for spinal arthroscopic procedure which was expected to last 30-45 minutes. Per physician, lidocaine hcl was the anesthetic of choice, however, due to the similarity in the labeling of the spinal trays, the patient was administered tetracaine hcl. As a result, the duration of the spinal block was longer. The patient was admitted to the hospital and a foley catheter was placed. Physician indicates no additional medical intervention was required and the patient was released the following day.